Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and guided the caller through the process, which successfully resolved the issue, allowing the caller to start their sensor session without further error.